Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -12.5/+2.5/085 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to low vault. On (B)(6) 2018 a longer lens was implanted and the problem was resolved.

Manufacturer narrative:
Lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found no visibble damage to lens and presence of residue on lens surface. (B)(4).